Manufacturer narrative:
Integra has completed their internal investigation on july 17, 2017. Results: evaluation of returned device; one jaw is broken at pin drilling. The fragment was not returned but recovered during surgery. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend using chi² test when compared to the complaint rate of (B)(4) complaints / product uses for the prior 13-24 months. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt060 provided with the device requires to: "check the assembly and the functionality of all elements of the device before use." And "remove from use any damaged instrument. Inspect components for any damage. If damage is observed, do not use the instrument until it is repaired."

Event description:
It was reported that during appendicectomy in laparoscopy, device broke in the abdomen of the patient. When checking inside the abdomen by laparoscopy, broken part has been seen laying on the colon. Broken part have been taken off by the trocar without complication. Per caution x ray were requested after surgery. No patient injury reported. Additional information received on july 18, 2017; the surgeon managed to retrieve all the broken parts upon visual check by laparoscopy. The event lead to an increase of surgery time of approximately 15 minutes without consequence for patient. The patient was not injured. Patient : (B)(6) years old boy.